Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a hypoglycemic event that occurred on (B)(6) 2016. Patient was wearing her dexcom continuous glucose monitor (cgm) at the time of the reported event. Patient does not know if the cgm alerted. At the time of contact, patient reported that her cgm seemed to be working fine. Patient reported that she passed out and was found on the ground by a security guard. The security guard called the paramedics. When the paramedics arrived, patient's blood glucose (bg) was 28 mg/dl. Paramedics administered glucagon. Additionally, patient reported that she takes medications but too many to list. At the time of contact, patient reported current condition as "fine". No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia, resulting in loss of consciousness.